Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia surgery and mesh was implanted on (B)(6) 2010 during which the surgeon noted adhesions of the small bowel to the area of the previous hernia repair and bowel to the mesh. Lysis of adhesions was undertaken to take the small bowel down off of the abdominal wall and adhesion of the bowel to the mesh was debrided. It was reported that the patient severe pain, nausea, inflammation, dense adhesions, loss of appetite, stress and anxiety. Other procedure is captured in separate file. No additional information was provided.